Event description:
Litigation papers allege the following: in approximately (B)(6) 2010, patient began experiencing symptoms including but not limited to, elevated blood metal levels, discomfort, squeaking, pain, and soreness, which in turn negatively affected his ability to walk, move, and sleep. Patient's orthopedic surgeon investigated his symptoms and in approximately (B)(6) 2011 concluded that the problems were stemming form the asr hip, and that the patient should not undergo revision surgery because of his health conditions. Patient's injuries are permanent and painful. He will continue to experience pain, and his implants may cause him additional complication in the future. **update** (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.